Event description:
Customer reported issues with the insulin pump. Assisted the customer with removing the reservoir and rewinding the insulin pump. Customer states that their blood glucose reading is 445 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.